Event description:
In 2008, surgeon performed an arthrodesis using a cannulated screw. In approx nine months later, he contacted co to state that he was removing the screw because "it is backing out and causing the pt pain". He thought that it was because the screw was "crossing a few joints". The user scheduled a revision surgery for the following month, and promised to return the implant for eval. The prod was explanted on the same day "in just a few seconds" after the incision. No add'l info available at this time. IFU and surgical technique guide state it is important not to cross metarsophalangeal joints when pre-drilling with guide wire. Surgeon judgement should be used to ensure sagittal plane stability and toe purchase. The screw head should be accurately placed against the distal phalanx and the threads should engage the distal cortex for adequate purchase.

Manufacturer narrative:
Surgeon has promised to return the device for eval, but we have not yet rec'd it. Migration could be caused by inaccurate placement, or pt noncompliance. Without add'l info, no conclusion can be drawn.